Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, the ring was explanted after 1 year due to scar tissue around the valve leaflets and ring causing stenosis. The device was not returned for evaluation, as it was reported to not be available. Therefore, the root cause remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 26mm mitral annuloplasty ring was explanted after an implant duration of 1 year due to due to abundant scar tissue around the ring and leaflets causing stenosis with high gradient. A 31mm mitral valve was implanted in replacement. The patient also underwent tricuspid valve repair with a non-edwards annuloplasty ring. The patient tolerated the procedure well and was transferred to the thoracic intensive care unit in stable condition. The patient was discharged home on post-operative day nine.